Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The customers blood glucose level was impacted 400 mg/dl. The customer took a bolus to stabilize blood glucose level. The customer stated that before bed the battery gauge displayed 100% charge upon waking up the pump was at 5% battery charge. Customer stated that to have charged the pump for 3 hours this morning and the battery charge again dropped to 5 % after disconnecting from power about 2 hours later. It was indicated that the customer will continue to use the pump until the replacement arrives.